Event description:
It was reported that the up and down buttons the infusion device were damaged and he up button on the was only functioning intermittently. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).